Event description:
It was reported that the event was resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(4). No further related events have been reported at this time. The relevant sections of the device history records were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Infection is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled, "caring for the driveline exit site" and "controlling infection." Heartmate 3 lvas patient handbook is also currently available. This handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a drag on his driveline few days ago and now has complaints of pain and drainage at the driveline area. Patient was hospitalized. Treatment with antibiotics started for possible driveline infection